Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. As a result of equipment evaluation, it is judged that the vinyl piece returned about the length of the probe is not derived from the subject product. The vinyl piece does not belong to the device since there were no shortages in the appearance of sb-0535fc. No component analysis is required on the returned vinyl. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn(consumed) and the metal part under the pad was exposed. A piece of vinyl about the length of the probe was returned with the subject device. The vinyl piece does not belong to the device since there were no shortages in the appearance of sb-0535fc, and there was no damage to the outer tube, etc. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a laparoscopic cholecystectomy using three devices, the following event occurred. The tissue pad of the first device was partially separated even though the user did not activate output so many times. The user exchanged the first device for the second device. A similar event occurred on the second device. The intended procedure was completed with the third device. There was no patient injury reported. This is the report on the second device.